Event description:
It was reported that an artificial cervical disc implanted a couple of mos ago was explanted, due to increased neck pain. The pt reportedly has massive sharp pain when he turns his head to the left. The inferior plate does not appear to be subsiding, but the pt's neck has reportedly developed a tilt. Immediate post-op x-rays reportedly looked "great". Follow-up CT images reveal that the pt's vertebral body is more "kidney shaped". The posterior, middle of the body is not as deep as it is at the lateral margins. Therefore, the 16mm disc used was too deep, and a shallower disc should have been used. The surgeon has revised his pre-operative planning technique for future cases. During the revision, it was noted that there was a small bone fragment in the left foramen where the pt was symptomatic. The superior endplate was cracked and is believed to be the reason for the bone fragment in the foramen. The pt was collapsed on the right side, however, he was symptomatic only when he turned his head to the left.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.